Event description:
It was reported during use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 1 sample contained white foreign matter inside the tube. There was no health impact or consequences reported.

Manufacturer narrative:
E1.initial reporter addr 1: (B)(6) . A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary : bd received three photos for investigation. Visual examination of the photos was performed and revealed embedded foreign matter (fm) in the tube. There are white specks in the sidewall and bottom of the tube. Embedded fm is, by its nature, isolated from any specimen, therefore it is a cosmetic defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: embedded fm. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported during use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 1 sample contained white foreign matter inside the tube. There was no health impact or consequences reported.